Event description:
Customer reported receiving a button error alarm from the insulin pump, with no significant event leading up to the alarm. Customer also reported moisture on the pump screen. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 160 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms noted. All buttons function properly, however moisture damage on keypad traces noted. The insulin pump was received with cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.